Event description:
Patient admitted for a hernia repair and vaginal sling in 2007. When passing the sling through the pt, the plastic came off the passer. Required resuturing to the passer so that it could be clipped to the pt. Increased anesthesia time by 30 minutes.